Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The thigh saphenous was extremely superficial. The following day the patient had blisters on his skin and thinking thermal injury and not quite sure how to prevent that in the future. Hospital light source was only at 70% for the entire case and bovie set at 2.5.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The thigh saphenous was extremely superficial. The following day the patient had blisters on his skin and thinking thermal injury and not quite sure how to prevent that in the future. Hospital light source was only at 70% for the entire case and bovie set at 2.5.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25133197, 25132943 and 25132799 the last 3 lots shipped to the account prior to the aware date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The thigh saphenous was extremely superficial. The following day the patient had blisters on his skin and thinking thermal injury and not quite sure how to prevent that in the future. Hospital light source was only at 70% for the entire case and bovie set at 2.5.